Event description:
It was reported that during insertion for a pulsed field ablation (pfa) procedure, the farawave pulsed field ablation catheter was selected for use, the device was prepared correctly, and everything seemed fine. It was then inserted into the sheath, but as it approached the left atrium (la), it was noticed that the flushing line (the catheter) was not dripping. Prior to insertion into the sheath, the flushing had been functioning correctly. As a result, the catheter was extracted, and an attempt was made to flush it manually with a syringe, but the flushing lumen did not flush at all. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional basket and flower shape. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that during insertion for a pulsed field ablation (pfa) procedure, the farawave pulsed field ablation catheter was selected for use, the device was prepared correctly, and everything seemed fine. It was then inserted into the sheath, but as it approached the left atrium (la), it was noticed that the flushing line (the catheter) was not dripping. Prior to insertion into the sheath, the flushing had been functioning correctly. As a result, the catheter was extracted, and an attempt was made to flush it manually with a syringe, but the flushing lumen did not flush at all. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.